Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator went into back up mode during a magnetic resonance imaging (MRI) procedure. It was also noted that high voltage therapies were disabled. Programming changes were made resolving the issue. Patient condition was stable.